Event description:
It was reported by a foreign user facility that a patient sustained hyperpigmented spots to the face following treatment with a lumenis lightsheer et laser. The patient is reported to have been administered hydrocortisone. It was further reported that the patient was a skin type iii-IV.

Manufacturer narrative:
Lumenis investigated the event report contacting the user facility to request patient treatment settings and patient photographs which were provided by the facility. A review of service reports provided by the facility found that the subject device operated within manufacturer's specifications. A lumenis healthcare professional evaluated the reported event details and patient photographs. The healthcare professional noted that the patient is of (B)(6) descent and as such should have been treated as a skin type v based on common medical practice. The healthcare professional concluded incorrect patient skin typing and subsequent incorrect treatment settings to be the root cause of the event reported and that the hyperpigmentation would likely resolve after many weeks.